Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This report relates to the guide. The event is currently under investigation to determine the root cause and any potential relationship to the device. All available information is being reviewed and additional analysis will be conducted as necessary. A follow-up medical device report will be submitted upon completion of the investigation or as soon as further relevant information becomes available.

Event description:
It was reported that four dental implants were placed in a patient's mouth using a mguide that was planned on msoft (non-dentsply sirona product) software and the implants are not in the same position as what was planned in the planning software. This report is for the mguide device.